Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt's ipg will not communicate with neither the charger nor the programmer. The pt stated that she last recharged her ipg about six months ago, and she lost stimulation last week. The pt stated that she does not use the programmer to turn stimulation on/off, but instead uses the magnet. A replacement charger was sent to the pt, but it is currently undetermined whether it has resolved the alleged issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant and replacement of the ipg.